Event description:
The customer reported high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited instructed customer call back to perform the high pressure test when clamp arrives. A day later, the customer called back and stated that they were treated in the e.r. For high bgs. The customer indicated that when they removed the infusion set their cannula was bent. Also they stated that the tubing gets tuggest and they do have scar tissue.